Event description:
It was reported that during a balloon angioplasty procedure, a balloon rupture occurred. The target lesion was a chronic total occlusion of the right coronary artery. The physician placed a 6f non-bsc guide catheter and a non-bsc guide wire prior to administering 2500ie of heparin. The physician inflated a 20x1.5mm maverick 2 balloon to 14bar for 10 seconds twice, then to 16bar for 10 seconds. While deflating the balloon, the physician observed a broken balloon. No patient complications were reported, the procedure was completed with a non-bsc balloon and the patient's post procedure status is stable. There were no reported patient complications.

Manufacturer narrative:
Device evaluated by MFR: the maverick 2 catheter was received with no original packaging or other devices. There was solidified contrast in the balloon and inflation lumen of the catheter. Inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, the balloon would not inflate. Functional testing could not be performed due to solidified contrast in the balloon and inflation lumen. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
It was reported that during a balloon angioplasty procedure, a balloon rupture occurred. The target lesion was a chronic total occlusion of the right coronary artery. The physician placed a 6f non-bsc guide catheter and a non-bsc guide wire prior to administering 2500ie of heparin. The physician inflated a 20x1.5mm maverick 2 balloon to 14bar for 10 seconds twice, then to 16bar for 10 seconds. While deflating the balloon, the physician observed a broken balloon. No patient complications were reported, the procedure was completed with a non-bsc balloon and the patient's post procedure status is stable. There were no reported patient complications.

Manufacturer narrative:
(B)(4)